Event description:
It was reported that this patient had breast surgery and since then the right ventricular (rv) lead had a drop in shock impedances then went back up and were out of range measuring 149 ohms. Technical services discussed troubleshooting options. The sales representative will discuss with the nurse however, is thinking the physician will consider replacing the lead. At this time, the lead remains in service. No adverse patient effects were reported.